Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported by the patient the device was removed and replaced due to a "recall". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.